Manufacturer narrative:
Upon reassessment of new information, this event will be reported on MFR number 3007963827-2018-00044.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown persona knee tibial tray cat#: unk, lot# unk. Unknown persona articular surface cat#: unk, lot# unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 07507, 0001822565 - 2017 - 07508.

Event description:
It was reported that patient is experiencing pain and reaction to metal allergies after a knee arthroplasty. Revision is being planned for patient. It was reported that the patient is suffering from metal allergies, pain and tightness in the knee. Attempts have been made and no further information has been provided.